Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. An investigation was conducted on (B)(4) 2013 based on a visual examination of samples of current production on the production floor since no samples or pictures of product involved were provided an examination of the batch records manufactured during the past 12 months; examination of the customer complaint files for the last 12 months; verification of process parameters; examination of calibration records; examination of maintenance records for equipment and mold and lastly, a functional test was performed to replicate the possible causes. Following is the summary of investigation: the result of the investigation indicated that no defects or noncompliance was discovered in the (B)(4) manufactured nasal cannula. Samples from current production were tested simulating use conditions and the claimed cuts under resident nose could not be reproduced. A year review of batch records for product 86-308e indicates that the product was manufactured according to spec and the customer complaints file revealed this to be the first complaint of this nature for product 86-308e or equivalent nasal cannula products. The alternative is to offer customer the existent product 86-318e that is known to be softer and it is also produced at the (B)(4). However, customer (B)(6), confirmed that they switched to the softer nasal cannula. Therefore, no more actions are recommended and complaint can be closed. (B)(4).

Event description:
Info received via complaint form states as follows: "cannulas have caused cuts under the residents' noses. Cannula tubing around the ears are too tough. They prefer "soft touch cannulas".